Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that while in use on a patient, the cardiosave screen froze. No patient injury, death or adverse event was reported.